Event description:
It was reported that bd insyte-n autoguard winged hub thread is damaged. The following information was provided by the initial reporter: date of incident: (B)(6) 2024. Type of incident/problem: connection problem. Level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: peripheral IV cannula was inserted successfully and upon the inserter attempting to connect the cannula to the extension set the luer would not thread. Visual inspection of the cannula shows that one section of the threads appears to have either extra plastic or crushed/flattened on one side. Impact of incident: baby needed an additional poke for piv insertion despite successful insertion on first attempt.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 24g insyte-n autoguard winged IV catheter from lot number 3341473. A visual and microscopic examination revealed a deformed adapter at the thread. The material was partially sheared but remained intact. A functional test showed that a luer lock syringe could not be attached to the adapter; however, a 3-way stopcock with a luer lock rotating collar could be attached to the deformed adapter. The damage observed on the adapter likely occurred during manufacturing due to a misalignment and/or gripper damage. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.